Manufacturer narrative:
Follow-up #1 date of submission 10/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2015 with the following findings: during a visual inspection of the pump, the keypad cover was found to be peeling off and torn at the contrast, up arrow, and down arrow buttons. During testing, the contrast and up arrow keypad buttons were intermittently unresponsive; all other buttons responded appropriately. The keypad cover was removed and moisture was found under the contrast and up arrow buttons. Unrelated to the complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow and down arrow keypad buttons were over-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.